Manufacturer narrative:
As reported, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion of the ivc filter does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The legal briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently perforated the inferior vena cava (ivc) wall and caused blood clots, clotting and occlusion of the ivc. The patient is also reported to have experienced stress, anxiety, sharp pain under rib cage on both right and left sides, and abdominal pain. Additional information indicated that the patient also experiences shortness of breath. The patient¿s medical history is significant for sleep apnea, diabetes type 2, hypothyroidism, peptic ulcer disease, diverticular disease, hysterectomy, remote hernia, depression, hypertension, roux-en-y, two years prior to filter implant and redo surgery, morbid obesity, and previous colon resection secondary to diverticular disease. The indication for the filter placement was a history of deep vein thrombosis (dvt) and the need to perform a redo of a previous gastric bypass surgery. The filter was placed via the right femoral vein and deployed below the level of the renal veins without difficulty. The same day post implantation of ivc filter, the patient proceeded to have a new gastric stapling with roux-en-y gastrojejunostomy and gastrostomy with repair of a recurrent ventral incisional hernia. Additional information was received. Approximately eight years and four months post implant, an abdominal computerized tomography (CT) scan reported positive caval perforation, with four prongs perforating the inferior vena cava wall up to 7mm. The superior extent of the filter was noted at the l3-l4-disc space; and the inferior extent at the l4-l5-disc space with no significant coronal or sagittal tilt. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post-placement imaging and the limited information provided, the report of perforation of the ivc could not be confirmed, nor a conclusion between the reported events and the filter be drawn. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Anxiety, shortness of breath, abdominal pain and pain under the rib cage does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. The following additional information received per the medical records indicate that the patient underwent placement of ivc filter due to their history of deep vein thrombosis (dvt) and need to redo gastric bypass surgery. The patient also had a medical history of sleep apnea, diabetes type 2, hypothyroidism, peptic ulcer disease, diverticular disease, hysterectomy, remote hernia, depression, hypertension, roux-en-y in 2005, morbid obesity, and previous colon resection secondary to diverticular disease. During placement of ivc filter via the right femoral vein, the filter was inserted below the renal veins without difficulty. Same day post implantation of ivc filter, the patient proceeded to have a new gastric stapling with roux-en-y gastrojejunostomy and gastrostomy with repair of a recurrent ventral incisional hernia. According to the information received in the patient profile from (ppf), sometime post implantation of the ivc filter the patient now suffers from stress, anxiety, sharp pain under rib cage on both right and left sides, and abdominal pain. According to the information received via phase 2 discovery form, the patient reports to suffer from shortness of breath and other physical and emotional injuries related to the perforation by the filter. According to the operative report, the patient was reported to have a history of morbid obesity, and prior to gastric bypass surgery redo, underwent an inferior venacavogram and filter placement. A micro puncture needle was placed in the right femoral vein; a guidewire was inserted, and a sheath and dilator were placed over the guidewire. The sheath was advanced to the right common iliac vein and the inferior venacavogram showed a normal size inferior vena cava with no evidence of clots. Subsequently, a permanent type trapease inferior vena cava filter was inserted below the level of the renal veins at approximately the level of l3. Approximately eight years and four months after the filter was implanted, an abdominal computerized tomography (CT) scan reported positive caval perforation results, with several prongs perforating the inferior vena cava wall totaling four in number. The maximum distance of perforation reported was about 7mm. The superior extent of the filter was noted at the l3-l4-disc space; and the inferior extent at the l4-l5-disc space with no significant coronal or sagittal tilt.

Manufacturer narrative:
After further review of additional information received the following sections b5, d4, g4, g7, h1, h2, and h6 have been updated accordingly. Section b5: according to the information received via phase 2 discovery form, the patient reports to suffer from shortness of breath and other physical and emotional injuries related to the perforation by the filter. Corrected data: section d2: product code it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently perforated the inferior vena cava (ivc) wall and caused blood clots, clotting and occlusion of the ivc. The patient is also reported to have experienced stress, anxiety, sharp pain under rib cage on both right and left sides, and abdominal pain. Additional information indicated that the patient also experiences shortness of breath. The patient¿s medical history is significant for sleep apnea, diabetes type 2, hypothyroidism, peptic ulcer disease, diverticular disease, hysterectomy, remote hernia, depression, hypertension, roux-en-y, two years prior to filter implant and redo surgery, morbid obesity, and previous colon resection secondary to diverticular disease. The indication for the filter placement was a history of deep vein thrombosis (dvt) and the need to perform a redo of a previous gastric bypass surgery. The filter was placed via the right femoral vein and deployed below the level of the renal veins without difficulty. The same day post implantation of ivc filter, the patient proceeded to have a new gastric stapling with roux-en-y gastrojejunostomy and gastrostomy with repair of a recurrent ventral incisional hernia. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of perforation of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Anxiety, shortness of breath, abdominal pain and pain under the rib cage does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the medical records indicate that the patient underwent placement of ivc filter due to their history of deep vein thrombosis (dvt) and need to redo gastric bypass surgery. The patient also had a medical history of sleep apnea, diabetes type 2, hypothyroidism, peptic ulcer disease, diverticular disease, hysterectomy, remote hernia, depression, hypertension, roux-en-y in 2005, morbid obesity, and previous colon resection secondary to diverticular disease. During placement of ivc filter via the right femoral vein, the filter was inserted below the renal veins without difficulty. Same day post implantation of ivc filter, the patient proceeded to have a new gastric stapling with roux-en-y gastrojejunostomy and gastrostomy with repair of a recurrent ventral incisional hernia. According to the information received in the patient profile from (ppf), sometime post implantation of the ivc filter the patient now suffers from stress, anxiety, sharp pain under rib cage on both right and left sides, and abdominal pain. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc. The patient is also reported to have experienced stress, anxiety, sharp pain under rib cage on both right and left sides, and abdominal pain. The patient¿s medical history is significant for sleep apnea, diabetes type 2, hypothyroidism, peptic ulcer disease, diverticular disease, hysterectomy, remote hernia, depression, hypertension, roux-en-y, two years prior to filter implant and redo surgery, morbid obesity, and previous colon resection secondary to diverticular disease. The indication for the filter placement was a history of deep vein thrombosis (dvt) and the need to perform a redo of a previous gastric bypass surgery. The filter was placed via the right femoral vein and deployed below the level of the renal veins without difficulty. The same day post implantation of ivc filter, the patient proceeded to have a new gastric stapling with roux-en-y gastrojejunostomy and gastrostomy with repair of a recurrent ventral incisional hernia. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of perforation of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Anxiety, abdominal pain and pain under the rib cage does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.